Event description:
It was reported that pump repeatedly displayed cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.